Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - performa nano system 1, serial number # (B)(4)- active (gu) system 2, serial number # (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 109 mg/dl on performa nano meter (system 1) and 69 mg/dl on active(gu) meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - performa nano system 1, serial number # (B)(4). (B)(4)- active (gu) system 2, serial number # (B)(4) device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.